Event description:
It was reported that the patient experienced a brief low blood glucose event and two suspected compression-related lows while using the ilet system, which the patient attributed to sleeping on the arm with the sensor; the patient self-treated with orange juice and peanut butter, and glucose values increased from 72 mg/dl to 114 mg/dl, with no symptoms reported. Customer care provided support that included review of the device report and user account of sensor compression. Investigation of this case revealed likely compression-induced sensor artifact contributing to low readings, with no device malfunction observed. No clinical symptoms associated with hypoglycemia reported. Outcomes included successful self-management without medical intervention or alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia event, with compression lows a contributing factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.